Manufacturer narrative:
H4: the lot was manufactured between august 23, 2023 ¿ august 24, 2023. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported leak. A leak test was performed by adding green color water to the infusor device. During and after fill, no evidence of leak was observed. The device was monitored until the next day, and no evidence of leak from any parts of the device was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked. The set was filled with fluorouracil and saline. This leak was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.